Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge and infusion set every 3 days. Adjustments were made to the pumps settings by the health care professional.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted. See scanned page.